Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During lap ventral hernia repair, the device jammed. A needle is still in one of the devices. The device is difficult to toggle, load and unload. The needle fell into the patient cavity but it was retrieved. There was no tissue loss or injury. Another device was opened and it worked properly. Patient was discharged.